Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is noted as fair. The patient has a history of diabetes. The patient presented on (B)(6) 2021 for primary procedure on tooth location #5. The patient returned on (B)(6) 2021 within three weeks of implant placement, without complaint. Upon examination, the provider noted the implant had failed to integrate and the device was removed. Based on the dates noted in the questionnaire completed by the provider, medical opinion was sought and it was determined that because the implant was placed and removed in such a short time span, the implant lacked stability.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Patient's weight was asked but not provided.

Manufacturer narrative:
B3: the date of event was entered incorrectly in the initial submission.